Event description:
Reporter alleged getting a 64 mg/dl on her compact plus system while having high blood sugar symptoms. No report of any action or inaction taken based on that value. No adverse event reported. Requested return of suspect device and replacement was sent.